Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a competent authority via healthcare professional and manufacturer representative regarding a patient having spinal therapy . It was reported that during surgery, the cage was inserted under x-ray guidance and then expanded. Initially, there were no issues; however, before reaching the final height or the limiting torque (endplate pressure), there was a sudden folding/collapse of the expansion mechanism (jack-type mechanism). Immediate x-ray imaging confirmed a loss of height. The cage was explanted, the bed was checked, and a new cage was implanted. There was no patient symptom reported. There were no further complications reported regarding the event.